Manufacturer narrative:
Product ID: 3889-28, lot# v471353, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient felt the therapy was not working correctly. The patient had a previous fall and since then the therapy had not worked correctly. She also needed a MRI, so the system was removed. During the explant procedure, the lead fractured while the hcp was attempting to remove it. It started to fray, so the hcp attempted to grasp below the fray, but it still fractured when the hcp pulled. The lead was only partially removed and all four electrodes remained in the patient. The hcp took no further action and the issue was considered resolved. The patient¿s indication for use was interstim - other. Refer to manufacturing report #6000153-2015-00612 for the lead that broke during removal.